Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/08/2018. Device evaluation summary: the actual device was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was microscopically examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy and suture was used. During the procedure, in process of closing the umbilical port site, the CT-2 26mm 1/2 taper needle broke off in patient's superficial abdominal tissue. The abdomen was reinsufflated and checked without seeing the lumen. Fluoroscopy was then used to localize the needle fragment and it was removed. No injury noted. Patient discharged home same day.